Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
The movable hex head on screw driver fell apart when pin came loose.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the head is disassembled and the pin is missing. A previous investigation found the root cause is attributed to product design; the design allows a clearance fit where the pin could be removed or dislodged during use. The date code a0309 indicates the instrument was manufactured in march of 2009 and is over 7 years old. No corrective action taken at this time. Complaints will be monitored under post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.